Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as red, swollen, and itchy with multiple blisters under the electrodes. There was no alleged device malfunction contributing to the blisters. The patient¿s nursing staff applied protective sheets to protect the blisters. Outcome of the blisters is unknown.

Manufacturer narrative:
Not applicable.